Event description:
Customer reported receiving erratic readings on her freestyle flash blood glucose meter. Customer reported receiving readings of 66 mg/dl, 209 mg/dl and 270 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report od death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
(B) (4). The device has been returned and an investigation has determined the complaint was not confirmed. The reported results were found in the meter's internal memory log. However, there were no out of range results with both high and low control solution testing.